Event description:
It is reported the patient was revised due to an unknown reason.

Manufacturer narrative:
The products were not returned, so their actual conditions cannot be described. The manufacturing documentation was reviewed and found conforming to specifications at the time of manufacture. These device were used in the treatment of a disease. Primary operative notes were reviewed and were unremarkable. Product compatibility was reviewed with no issues noted. With the information provided, a definitive root cause cannot be stated.